Event description:
Implant surgeon contacted marketing department providing jpeg images from a case using the titanium calcaneus plate. The surgeon stated - note the plate failure.

Manufacturer narrative:
Investigation in process but not yet complete.